Manufacturer narrative:
Related medwatch reports: 3004193489-2015-00091. The meter and test strips will be returned for evaluation. Test strip lot #1020414147, expiration date: 3/2017, control solution lot #1030214093, range 82-127 mg/dl. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max plus glucose monitoring device performed within specification. The customer returned blood glucose test strips from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well.

Event description:
The consumer called into customer care about his back-to-back blood glucose readings which he felt "that they were not right." It was reported to nova biomedical that a consumer received a result of 51 mg/dl at 3:24 pm on their blood glucose meter. The consumer immediately performed to additional test using the same meter and strips from the same vial getting the following results of 55 mg/dl at 3:28 pm and 103 mg/dl at 3:30 pm. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use, however, the consumer did not follow the instructions in our directions for use.